Event description:
The customer observed smoke being emitted from the rear of an immunoassay module(im) of an atellica sample handler prime instrument. The customer immediately shut the immunoassay module down and unplugged the line from the wall. The customer stated no one is seeking medical attention or had any injuries or symptoms due to the smoke. There were no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united state (us) customer reported smoke coming from the rear of an atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found no damage within module. There was no impact on the functionality of the im module. The cse proactively replaced the 48 volt power supply, 24 volt power supply, and the internal uninterruptible power supply (ups). The cse could not find any fire or smoke damage in the instrument. The source of fire and smoke originated from the customer's ups external component. The customer is responsible for external ups and is replacing the damaged component. The instrument is performing according to specifications. No further evaluation of this device is required.